Event description:
Liquid removed [joint effusion]. Neither have worked for her [device ineffective]. Initial information received on 25-mar-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 92-year-old female patient who experienced liquid removed while being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On the unknown date of 2019, the patient started using hylan g-f 20, sodium hyaluronate injection at the dosage of 2 ml (lot - 8rsp028a) for osteoarthritis. On the unknown date, after unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced that device did not have worked for her (device ineffective). On the unknown date, patient experienced liquid removed (joint effusion) and was receiving cortisone injection was helping her. Corrective treatment: cortisone and liquid removed for joint effusion. At time of reporting, the outcome was not recovered / not resolved for the event liquid removed. Reporter causality: not reported. Company causality: not reportable.

Event description:
Liquid removed [joint effusion] neither have worked for her [device ineffective] case narrative: initial information received on 25-mar-2022 regarding a solicited valid serious case received from a consumer/non-hcp (non-healthcare professional), in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a (B)(6) patient who experienced liquid removed while being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On the unknown date of 2019, the patient started using hylan g-f 20, sodium hyaluronate injection, strength 16mg/2ml at the dosage of 2 ml (lot - 8rsp028a) for osteoarthritis. On the unknown date, after unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced that device did not have worked for her (device ineffective). On the unknown date, patient experienced liquid removed (joint effusion) and was receiving cortisone injection was helping her. Corrective treatment: cortisone and liquid removed for joint effusion. At time of reporting, the outcome was not recovered / not resolved for the event liquid removed. A product technical complaint (ptc) was initiated on (B)(6) 2022 for synvisc one (lot number: 8rsp028a) with global ptc number (B)(4). The sample status was not available. The production and quality control documentation for lot # 8rsp028a expiration date (2021-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsp028a no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 03may2022 there are (B)(4) complaints on file for lot# 8rsp028 and all related sublots. (B)(4) complaints are on file for lot# 8rsp028b: (9) adverse event reports and (1) leakage. (B)(4) complaints are on lot# 8rsp028a: (3) adverse event reports and (1) foreign matter. Sanofi will continue to monitor complaints to determine if a CAPA was required. Final investigation was completed on 12-may-2022 from the conclusion was summarized as no assessment possible. Reporter causality: not reported. Company causality: not reportable. Additional information was received on 12-may-2022 from the healthcare professional. Ptc results received and processed. Global ptc number was updated. Text amended accordingly.